Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and inspected. The active tip shows signs of activation. There is evidence of melting at the proximal end of the manifold surrounding the return brace. There are also cracks visible in the ceramic. The remainder of the device appeared to be in a used but good condition. There is evidence of melting at the proximal section of the manifold and return brace melting between 3 - 7 o'clock positions of the tip. Functional testing not carried out due to device condition. The root cause of this event has been reviewed against the supplier risk analysis and is consistent with the expected outcome of such an event. This complaint can be confirmed. A manufacturer CAPA investigation has been initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. Corrective actions to be identified through CAPA if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during anterior cruciate ligament reconstruction surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp device would not fire. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.